Event description:
Hcp reported patient presented with infection sings and symptoms which included redness and drainage. Cultures were obtained from the device pocket, the primary location of the infection. The type of organism found was staphyllococccus aureus. The patient was treated with both IV and oral antibiotics and the total device system was explanted. Hcp reported the infection resolved.